Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 532 mg/dl with moderate urinary ketones, nausea, vomiting and unsteadiness while standing. The patient reportedly presented to the hospital emergency department for treatment at 5:00 am on (B)(6) 2018 where they were admitted and treated with intravenous fluids and intravenous insulin drip. The reporter alleged an inaccurate insulin delivery issue involving the pump¿s delivery. Troubleshooting the insulin pump by animas customer support revealed that according to the pump histories, all the basal and bolus deliveries made by the pump matched the user¿s programs. It was discovered during troubleshooting that the pump had been suspended by the user and the prime menu accessed resulting in the basal delivery totals in the total daily doses not matching. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy with findings during troubleshooting of the device that constitute a training/misuse issue; the patient was referred to the health care provider for diabetes management. The device is not being returned to the manufacturer and remains with the patient at the time of this report.